Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead for this system is exhibiting loss of capture, changes in morphology and fluctuating impedance (912 ohms to 1322 ohms). Rhythm care provided recommendations for additional evaluation of this lead to verify mechanical integrity and positioning. The lv lead remains implanted.